Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer performed ise checks and had no problems. The customer replaced the na electrode. The customer declined further investigation regarding this issue. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for an unknown number of patients tested on a cobas 6000 c (501) module. The customer reported the frequency of questionable na results was "about 2 out of 100 samples." The customer provided questionable na results for two patients. The initial na results were not reported outside the laboratory. The customer performed repeat measurements with the samples. Patient 1's initial na result was 160 mmol/l, and the patient's repeat result was 140 mmol/l. Patient 2's initial na result was 155 mmol/l, and the patient's repeat result was 141 mmol/l. The customer reported the repeat measurements provided "good values." The na electrode lot number and expiration date were requested but not provided.